Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "there was a burr on the posterior of the tibial insert. The burr was large enough to see from the non-surgical area."